Event description:
Additional information was received that a wireless software update was performed and the elective replacement indicator (eri) message cleared. Patient is stable.

Manufacturer narrative:
(B)(4). Corrected data fsca number added. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's controller displayed the replace generator soon error message. The device is providing therapy. No further information is available at this time.